Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.